Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker determined that the likely cause of the reported issue was due to process adhesive on one of the device¿s ac input pcbs. This can trigger the overvoltage protection of the ac power adapter and may result in the device being unable to power on or charge the batteries. After replacing the power module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h6 results code grid of initial MDR indicates: inappropriate material section h6 results code grid of initial MDR should indicate: electrical problem identified section h6 conclusion code grid of initial MDR indicates: cause traced to manufacturing section h6 conclusion code grid of initial MDR should indicate: cause traced to component failure section h7 remedial action initiated of initial MDR indicates: recall section h7 remedial action initiated of initial MDR should indicate: blank section h9 correction/removal rpt number of initial MDR indicates: 3015876-10/13/2023-001-r section h9 correction/removal rpt number of initial MDR should indicate: blank section h11 additional mfg narrative of initial MDR indicates: stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker determined that the likely cause of the reported issue was due to process adhesive on one of the device¿s ac input pcbs. This can trigger the overvoltage protection of the ac power adapter and may result in the device being unable to power on or charge the batteries. After replacing the power module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: stryker evaluated the customer's device and the technician was able to verify and duplicate the inability to power the device with ac power. A root cause for the inability to power the device with ac was determined within the power module, where burn marks were noted on the power pcb and power supply. The technician was not able to verify and duplicate the inability to power the device with dc. To resolve the reported issue of no ac operation, the device's power module was replaced and all of its connectors were reseated. The device passed functional and performance testing and was returned to the customer.